Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed /replicated the customer reported complaint. Fa found the primary failure of intuitive motion to be related to the customer reported complaint. This instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. The instrument was found to have the yaw pulley broken which caused the grip cable crimp to become dislodged. As a result the instrument was non-intuitive. The root cause of this failure is attributed to mishandling/misuse. Additional observation(s) not reported by site were also identified: the fenestrated bipolar forceps instrument was found to have a broken bipolar yaw pulley. As a result the grip cable crimp became dislodged and the broken piece is missing a result of breakage. Broken piece measures approximately 0.051" x 0.081 the root cause of the broken instrument bipolar yaw pulley is typically attributed to mishandling/misuse, such as excessive force applied to the distal end of the instrument. The fenestrated bipolar forceps instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed an electrical continuity test. The root cause of this failure is attributed to a component failure. The instrument was found to have various scratch marks removed on the main tube. The scratch marks were 0.033¿ - 0.272¿ in length and were not aligned with the tube axis. The root cause of the scratch marks /abrasions on the instrument main tube is typically attributed to mishandling/misuse. A review of the instrument log for the fenestrated bipolar forceps (470205-17/n10190613-0071) associated with this event has been performed. Per logs, the fenestrated bipolar forceps was last used on (B)(6) 2020 on system sk1200. The alleged instrument had 0 uses remaining after the last procedural use. No image or video of the last procedure was provided for review. This complaint is being reported based on the failure analysis findings. Failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the fenestrated bipolar forceps instrument was not working. The procedure was completed with no reported injury. The fenestrated bipolar forceps is a multiple-use electrosurgical endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer did not provide the exact damage details.